Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: initial procedure date: unk please provide photos : no photo was the site cultured? If so, what bacteria were identified? Unk how was the patient treated (medications?)? Unkdose? When (date) administered?unk was there any medical or surgical interventions performed? Unk how was the product applied and how many layers applied? Unk what prep was used prior to, during or after dermabond use? Unk was a dressing placed over the incision? If so, what type of cover dressing used? Unk were any patch or sensitivity tests performed? Unk what is the physicians opinion of the contributing factors to the reaction? Maybe product what is the most current patient status? Stable patient demographics: initials / ID; age or date of birth; bmi unk is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unk patient pre-existing medical conditions (ie. History of reactions/ infections) unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Will the product be returned for evaluation?

Event description:
It was reported that a patient underwent cesarean section procedure on unknown date and topical skin adhesive was used. The patient experienced wound redness, reaction and infection on (B)(6) 2018. The patient was treated with wound cleaning. The patient status is currently stable. Additional information has been requested.